Event description:
A (B)(6) male was implanted with an acticon device on (B)(6)2007. On (B)(6)2010, the 10.0cm cuff was replaced with a 9.0cm cuff, reason not indicated. Ams has requested additional information.

Manufacturer narrative:
Unable to state the frequency of occurrence for this event or indicate if the frequency for this event is greater than is usual-reason not provided. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time. Should additional information become available regarding a revision surgery, it will be re-evaluated and a follow-up report sent.